Manufacturer narrative:
The reference (B)(4)has been allocated to this case by rayner. The event description provided states that approximately one month post-operatively the patient has presented with bilateral iol opacification (see MDR 3012304651-2021-00018). Rayner has been advised that the healthcare facility plans to explant the rao200e iol in the next 1-2 months. The return of the iol has been requested to facilitate sem and eds analysis of the device. The onset of opacification one month post-operatively is sooner than we usually see/is typically reported in published literature; however, it is possible for posterior capsular opacification (pco) to have developed. Rayner's material science team have stated that the development of pco so soon after initial surgery is most likely to be an artefact of incomplete cortical clean up, residual ovd in the eye or possibly some fibrin deposition. Additional information has been requested from the reporter to facilitate further investigation of the event.

Event description:
On 29th april 2021, rayner intraocular lenses limited received notification from its german affiliate company of an event that occurred following implantation of a rayone emv rao200e. The event description provided states that approximately one month post-operatively the patient presented with iol opacification.